Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load process, the pump prompted the customer to install a new cartridge. The customer was able to reinstall the cartridge successfully. The customer's blood glucose level was not impacted.